Manufacturer narrative:
Device is not expected back this 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
On 07/01/2022, it was reported by a sales representative via sems that during an arthroplasty procedure a ar-9676 reamer, and a ar-9297-15 reamer sleeve cold welded together. Also a ar-9239ag drill was found to have a piece of metal chipped. There was no patient effect reported. No additional information reported. No additional information provided. Additional information was provided on 07/07/2022, it was reported that the ar ¿ 9239 ag did not chip inside the body, after the drilling was complete the tech put the drill on the table and it fell off onto the floor and this caused the chip in the drill bits. The case was completed successfully.